Manufacturer narrative:
Level 1 and 3 qc was out of range high on the day of the event. Level 2 qc was within the customer's established ranges. The customer indicated that certain reagent packs would produce elevated results through the entire pack while repeat analysis on a different reagent pack from the same lot would produce results that better matched the customer's expectation of the assay. A field service engineer (fse) was on-site (B)(6) 2010. All verification testing passed within instrument specifications. Verification testing performed by a hardware specialist on 10/11/2010 also passed within instrument specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected thyroglobulin auto antibodies (tgab) results generated by the unicel dxl 800 access immunoassay system for several patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.